Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident is unknown; however, her blood glucose during the call was 400 mg/dl. The customer experienced dry-mouth and she treated via manual insulin injections. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The customer declined to review her device settings. A high pressure test was declined since the no delivery alarm was functioning properly. The self test and displacement test passed. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.